Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, trigger would not retract. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a knee procedure, upon deploying t1 anchor, the deployment shaft became stuck in the end of the tip and was not able to be retracted. Device was pulled out of the joint space and the device consumable was also retrieved. A second device was used with no complication. There was no significant delay or patient injuries reported.